Event description:
On (B)(6) 2012, the reporter contacted animas, alleging an intermittent power issue with the subject pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): a review of the pump black box found no evidence of unexplained power events. The battery compartment and cap were found to be intact. The battery cap secured properly to the pump and the pump was exercised for 24 hours without power issues. The battery cap was examined and was confirmed to be within specifications. The pump was opened and there was no evidence of any internal damage to the power circuit.